Event description:
The customer's mother reported the customer's lancing device broke and injured him. It is unknown the type of injury the customer experienced, and if third-party medical intervention and emergent self-treatment was required. Customer service made attempts to contact the customer's mother to complete the troubleshooting survey questions, but the caller could not be reached. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. The device manufacture date is unknown.